Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the tip up fenestrated grasper broke in the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained additional information. The surgeon turned the instrument to the side to retract but was unable to flex it completely straight to pull the instrument out. When trying to straighten it out, the silver casing at the end of the instrument came out and was outside the shaft. They undocked the arm to remove the trocar out with the instrument. Once outside the patient, they were able to ¿rip¿ off the instrument from the trocar. There were cables that came out of the instrument. The procedure was completed robotically as planned. No fragments fell into the patient. The piece was still attached to the instrument. There was no harm or injury to the patient. The port did not have to be expanded to remove the instrument with the trocar. The surgeon later noted that the grasper was not responding normally to input. Movement of the tips seems delayed then exaggerated. As the surgeon went to rotate the wrist, there was an audible ¿pop¿. When the surgeon looked at the instrument, it was fixed in an open position with the silver metal phalange at the base of the wrist mechanism impaled into the carbon fiber shaft at a 45-degree angle. The instrument was inspected prior with no noted damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have the main tube broke at the distal end. No material was found missing. The complaint was confirmed based on failure analysis.